Event description:
It was reported that while placing a bravo ph monitor, the operator depressed the plunger, and did not keep it depressed before attempting to rotate it to release the capsule. This resulted in the capsule remaining partially attached to the delivery system. Tonsil forceps were used to deploy the capsule. No injury to the patient was reported.

Manufacturer narrative:
The device is included in the bravo ph capsule and delivery system (5-pack) and (single-pack) filed action - failure to detach, physician communication.